Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The nurse called on behalf of the customer and reported that they received a "test error 6" message on their meter display and were unable to obtain readings. As a result, an unspecified treatment was provided by a healthcare professional. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. The nurse called on behalf of the customer and reported that they received a "test error 6" message on their meter display and were unable to obtain readings. As a result, an unspecified treatment was provided by a healthcare professional. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.